Event description:
It was reported during an implant procedure on (B)(6) 2023, the right ventricular (rv) lead had an insulation break. The lead was not used and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of ¿insulation break near the suture sleeves¿ was not confirmed. As received, a complete lead was returned in one piece. No suture sleeve tie impression or insulation damage was noted distal to the bifurcation boot. Visual inspection of the lead found that the is-1 tubing was broken/separated from the connector boot at the proximal region of the lead which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.